Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test at medium pressure limit during preventive maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. Evaluation sent the device for downstream occlusion testing on high, low, and medium settings, device passed the results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.